Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating/ pelvic pain") and uterine adhesions ("endometrial adhesions") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine adhesions (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe, lower abdominal / cramping when not menstruating"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("heavy and prolonged menses"), fatigue ("fatigue"), weight increased ("weight gain"), headache ("headaches"), ovarian fibroma ("ovarian fibroids") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (bilateral salpingectomy) and surgery (endometrial ablation with lysis of endometrial adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, weight increased, headache, ovarian fibroma and ovarian cyst was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, ovarian cyst, ovarian fibroma, pelvic pain, uterine adhesions and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating/ pelvic pain / pain") and uterine adhesions ("endometrial adhesions") in a 23-year-old female patient who had essure (batch no. A50514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, diabetes, depression, nausea, bacterial vaginosis, sore throat, chest pain, tooth pain, tobacco user, alcohol use, syncope in 2007, costochondritis, tonsillitis, headache, heartbeats irregular, muscle ache, fibroids and smoker (current every day smoker). Previously administered products included for an unreported indication: zoloft, ibuprofen and depo-provera. Concurrent conditions included pharyngitis and vaginal discharge. Family history included mental disorder nos (paternal grandmother) and hypertension (mother). On (B)(6)2012, the patient had essure inserted. On (B)(6)2013, 1 month 5 days after insertion of essure, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines") and the first episode of headache ("headaches"). On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)") and fatigue ("fatigue / fatigue"). On (B)(6)2015, the patient experienced menorrhagia ("heavy and prolonged menses / abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine adhesions (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe, lower abdominal / cramping when not menstruating"), weight increased ("weight gain"), the second episode of headache ("headaches"), ovarian fibroma ("ovarian fibroids"), ovarian cyst ("ovarian cysts"), uterine leiomyoma ("uterine fibroids") and chest pain ("chest pain"). The patient was treated with surgery (she underwent laparoscopic robot-assisted bilateral salpingectomy with removal of bilateral essure) and surgery (endometrial ablation with lysis of endometrial adhesions). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, uterine adhesions, dyspareunia, abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia, fatigue, weight increased, the last episode of headache, ovarian fibroma and ovarian cyst was resolving and the vaginal haemorrhage, migraine, uterine leiomyoma and chest pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, chest pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, ovarian cyst, ovarian fibroma, pelvic pain, uterine adhesions, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: confirmed full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6)2018: reporters added and updated patient demographics. Historical condition, historical drug, family history, concomitant diseases were added. Added lot number. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating/ pelvic pain / pain") and uterine adhesions ("endometrial adhesions") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pharyngitis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 month 5 days after insertion of essure, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines") and the first episode of headache ("headaches"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)") and fatigue ("fatigue / fatigue"). On (B)(6) 2015, the patient experienced menorrhagia ("heavy and prolonged menses / abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine adhesions (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe, lower abdominal / cramping when not menstruating"), weight increased ("weight gain"), the second episode of headache ("headaches"), ovarian fibroma ("ovarian fibroids"), ovarian cyst ("ovarian cysts"), uterine leiomyoma ("uterine fibroids") and chest pain ("chest pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (endometrial ablation with lysis of endometrial adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, weight increased, the last episode of headache, ovarian fibroma and ovarian cyst was resolving and the vaginal haemorrhage, migraine, uterine leiomyoma and chest pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, chest pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, ovarian cyst, ovarian fibroma, pelvic pain, uterine adhesions, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), migraines, headaches, uterine fibroids, chest pain", reporter, concomitant condition added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.